Event description:
It was reported the pin of the safety lever broke off. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Service and repair department analyzed the returned device; found the handpiece was stuck in the safe mode. The device was repaired and returned to the customer. Results - fracture problem.